Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, and h3 evaluation information found in: h6 and h10 the fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations could not replicate nor confirm the customer reported complaint of " the jaws of the instrument would not respond, and the instrument could not be removed." The instrument was placed and driven on an in-house system. The instrument passed the recognition, grip, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, that once placed in the patient the jaws of the instrument would not respond and the instrument could not be removed. After several attempts to remove the instrument the emergency release key was opened and used to release the instrument from the arm of the robot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) on system (B)(4) with 10 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.